Manufacturer narrative:
The lot number, which was reported on the initial medwatch, was confirmed to the be supplier lot for this device. The other lot number associated with this device is 5374205. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: criterion tool & die, inc. Manufactured the drive shaft - minimum 520mm length ¿ for use with ria (reamer / irrigator / aspirator) ¿ part number 314.743, lot 5374205, supplier lot 14656-01 for 35 parts. The certificate of compliance (dated october 24, 2006) and the certificate of conformance (dated october 25, 2006) indicated that the lot was manufactured and conformed to specifications per associated drawing. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. 35 parts were released to the warehouse on november 02, 2006. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported that two reamers were found to be broken upon receipt from synthes loan department. The reamers were not used in any surgical procedure. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 314.743, drive shaft-minimum 520mm length-for use with ria, lot number 14656-01). The investigation has shown that the tip with the hexagon is completely broken off. There were also wear marks at the coupling detected. This indicates that this device was used several times. The device history record was researched and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in april 2006. As this instrument is now more than 8 years old, it is likely that the damages were caused due to normal wear and tear over the years. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the device became broken but the complaint issue was discovered on (B)(6) 2015. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.